Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that seven weeks after implant, the patient woke up one morning and felt that "something had changed." The patient complained of feeling like stimulation was turning on and off by itself on the left side, and was giving her a shocking sensation. An impedance check was performed and impedance above 10,000 ohms was seen on electrodes 8-11. An x-ray was taken, which revealed minimal lead migration. Reprogramming was attempted using only electrodes 12-15, but this did not provide coverage in the patient's pain area on the left. The patient continued to use the right lead and had excellent coverage and relief of her right sided pain areas. The left lead was surgically replaced, and a fracture was visible. There was no injury, and the patient recovered without sequela.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3777 serial# (B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3777 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead model 3777-75, serial (B)(4) found the 0-3 conductors broken 3.6cm from the distal end of the lead. Circuits 0-3 were open.